Event description:
It was reported during patient infusion of total parenteral nutrition (tpn) with an unknown access set, leaking at y-site closest to bag was observed in the newborn intensive care unit. This was further specified as "small drops of fluid forming at top of y-site". The event occurred approximately one hour after the infusion was hung. The IV tubing was changed. It was further reported that neonate infections were increasing. It is unknown if the patient involved in this incident experienced an infection. The patient outcome was unknown. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: (B)(4). The device was received for evaluation. Visual inspection by the naked eye did not identify any abnormalities that could have contributed to the reported condition. Pressure and clear passage under water testing was performed with no issues noted. No defects were observed in the components that generate leak- y-site interlink or lad. The reported condition was not verified. The cause of the condition could not be determined. No additional information is available.